Manufacturer narrative:
To date, information suggests that this crt-d was removed from service. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached a monitoring voltage measurement of 2.2 volts. This information was provided by the competitive sales representative who could not confirm the charge time measuremnt. This competitive sales representative indicated that this crt-d would be changed out shortly. There were no reported adverse patient effects. There was no allegation of premature battery depletion or explant related to advisory association.